Event description:
Customers have experienced false positive results while testing patient samples using a cf inplex asr card. The customer received false positive het for s549r a>c and y122x. False positive results were repeated and came up normal. Hologic voluntarily recalled this product on 4/1/2016 with a report of corrections and removals.